Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege pain, injury, disability and metallosis. Update rec¿d (B)(4) 2014 - plaintiff¿s fact sheet was received, which identified dor information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: (B)(4) 2014. Update rec¿d (B)(4) 2014 - medical records received. Upon revision, synovial reaction to metal debris, taper corrosion, and incomplete fixation of the femoral component with membrane formation around the upper femoral component were noted. The stem and sleeve are being added to the complaint. This complaint was updated on: (B)(4) 2014.